Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box of cartridges did not fit on the pump. Customer's blood glucose level was 294 mg/dl. A new cartridge from a different cartridge box was used, and the customer was able to successfully resume insulin delivery.